Event description:
It was reported that this implantable lead was dislodged and exhibited loss of capture (loc) and high pacing thresholds. Subsequently, a surgical procedure was successfully performed to reposition the lead. No additional adverse patient effects were reported outside the revision procedure. This lead remains in service.